Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 83 mg/dl at the time of the incident. The patient¿s current blood glucose was 180mg/dl. The customer will be sent a replacement battery cap. The customer was advised to discontinue use of the pump and revert to backup plan per doctor instructions until new battery cap arrives. The insulin pump will not be returned for analysis.